Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One 2.5 x 18mm resolute onyx coronary drug-eluting stent was attempted to treat a non-tortuous, nodulous, moderately calcified lesion with 90%stenosis in the distal left anterior descending (lad) artery diagonal branch. The device was inspected, with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that during the procedure, stent deformation occurred in vivo post-deployment, and suspected strut entanglement resulted in the main branch stent not fully expanding after culotte bifurcation stenting. It was detailed that the lesion was pre-dilated with a 2.5x15 euphora at14 atm and 20atm, but pre-dilation was not satisfactory; therefore, further pre-dilation was carried out with a same-size non-medtronic nc scoring balloon, also at 14 atm and 20atm. From the angiogram the scored lesion was dilated with satisfactory lumen size result, however a dissection was noted. The 2.5x18mm ronyx was deployed in distal lad at 10 atm, and the main branch flow was established. How ever, the adjacent diagonal flow was reduced because of the carina shift. The patient experienced chest pain, and intervention was required. The diagonal was pre-dilated using a 1.5x15 euphora, and side branch access was established. A 2.25x18 ronyx was deployed in the proximal diagonal vessel with approx. 2mm of strut protruding into the lad, where the 2.5x18mm ronyx resides. After pulling back and rewiring the lad with a percutaneous transluminal coronary angioplasty (ptca) wire, kissing balloon technique (kbt) was performed using the 2.5x15mm euphora and the 1.5x15mm euphora. 8-10 atm of pressure was applied. Post kbt, the patient complained of chest pain, and it was noted there was a dissection of the intima at the lad lesion, the 2.5x18mm ronyx was supposed to cover. A 2.25x22mm ronyx was then deployed from the mid to distal lad up to the 2.5x18mm ronyx to re-establish flow. No side branch opening was present after the diagonal wire was removed. The patient was reported alive with no injury.

Manufacturer narrative:
Additional information: the dissection was noted after numerous usages of the non medtronic scoring balloon. The 2.5x18mm ronyx was then deployed in distal lad. Because of the carina shift, this resulted in the requirement for a (percutaneous conorary invention (pci) procedure in the diagonal branch. It is believed that the 2.25 x18mm resolute onyx device contributed to the dissection. It was stated that the user of the device did not deliberately dilate the side branch ostium facing cell. The diagonal branch only received perfusion via the stent cells of the ronyx22522x device, without any cell dilation. As an intervention a 2.25x22mm ronyx was then deployed from the mid to distal lad up to and over the 2.5x18mm ronyx to re-establish flow. There is no complaint against the 2.25x22mm ronyx device. The dissection was strongly believed to be caused by attempts of scoring by using a non medtronic scoring balloon. A 3rd party accessor suspected that the lack of proximal optimisation technique (pot) after provisional bifurcation stenting that led to poor apposition of lad stent and hence the symptoms experienced. Further more, it was seen from the kbt that both balloons were not aligned at the distal balloon marker. This could also be the reason for the dissection. A 3.0 x 30mm resolute onyx stent, a 2.0x12mm euphora device and a launcher device were also used during this procedure however there are no complaint against any of these device¿s. The 3.0 x 30mm resolute onyx stent was implanted in the proximal lad with no issues noted. The patient was reported alive with no injury. It was stated that a strategy commonly used in provisional bifurcation stenting is where by, the operator will stent the main vessel and decide later if the side branch needs any intervention based on lesion morphology afterwards. In this event stent deployment in the main vessel has resulted in carnia shift and restricted flow to the diagonal branch which resulted in the need for the pci to the diagonal branch. No drug coated ballooning (dcb) was planned during this procedure. The percutaneous transluminal coronary angioplasty (ptca) wire used was a non medtronic device. E1 - initial reporter's full name. Annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.